Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip opening in this incident. It should be noted per mitraclip instructions for use (IFU) warns: do not use the device if damage is detected. Use of damaged product may result in air embolism, device or device component embolization, vascular and/or cardiac injury. The IFU deviation did not likely contribute to the reported events. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced are being filed under a separate medwatch report.

Event description:
This is filed to report clip opening. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds 81511u105), while establishing final arm angle (faa), the clip reopened while locked. Efaa was repeated twice, and the clip functioned during these attempts. The procedure was continued. During use, the clip became stuck in the medial commissure and could not be freed. This was far from the jet; however, because the clip could not be freed, grasping was performed at this location, reducing mr to 3. While testing faa, the clip reopened to 20 degrees. This occurred six times; however, after the sixth time, the physician decided to deploy the clip. To further reduce mr, a second cds (90219u152) was opened. During preparation, the second clip opened during while establishing faa. The faa test was repeated twice, and both times the clip performed as intended. The clip was deployed, reducing mr to 2. There was no significant delay in the procedure. No additional information was provided.